Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection found that the reload was received engaged with the subject instrument. The instrument firing knobs were slightly advanced and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the jaws clamped. Additionally, the anvil clamping mechanism was deformed. Flush to sub flush staple pushers relative to the staple cartridge were observed on the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form pro perly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic vats lobectomy, the device worked well until they pull back the handle to retract the blade and open the stapler, it was coming back on 45 and it stopped completely. They tried multiple times, but the device got stuck at the patient chest, they had to use a blade 11 to cut and removed the specimen from the device. After removing the specimen from the chest, they tried again and they decided to proceed to thoracotomy. Before, opening the patient they tried again to pull back the handle and the stapler did not open normally. The device locked on tissue and a surgical intervention was done. There was also unanticipated tissue loss and tissue damaged due to the event. There was an extension of more than 30 minutes in the surgery. The patient was alive with no injury.